Manufacturer narrative:
Investigating on MDR 3005180920-2025-01200 (same patient of this complaint), on (B)(6) 2025, it was discovered that the patient age reported in the report is not correct. Patient date of birth is (B)(6) 1954. Additionally, the correct primary surgery date is (B)(6) 2023.

Event description:
At about 1 year and 6 months after primary, the patient came in reporting stiffness and limited mobility and the cause is unknown. The surgeon revised the glenosphere, liner and metaphysis. The surgery was completed successfully.

Event description:
At about 2 months after primary, the patient came in reporting stiffness and limited mobility and the cause is unknown. The surgeon revised the glenosphere, liner and metaphysis. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03-mar-2025: lot 2244281: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 22-mar-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 03-mar-2025: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2300859: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 18-apr-2028. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot 2305687: (B)(4) items manufactured and released on 10-may-2023. Expiration date: 23-apr-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.